Manufacturer narrative:
(B)(4). The device's catalog number was identified upon receipt. An alarm indicative of a potential malfunction of the disposable cassette was reported. The cassette was returned for evaluation along with solution bags. A visual (with the naked eye) and microscopic inspection were performed with no issues found with the cassette; however, a leak in a solution bag was identified, which was captured in a different complaint. Leak, clear passage, and clamp function testing were performed with no issues noted with the cassette. The cassette ran successfully on a homechoice machine. A malfunctioning cassette was not verified. Connecting the patient line extension after priming was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Upon conclusion of the investigation, the cause of the reported alarm could not be determined as both a use error and a leak in the solution bag were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. During troubleshooting it was found the patient connected the patient extension line after priming. The technical services representative reviewed proper procedure and assisted the patient in clearing the alarm and ending therapy. The patient would complete therapy by manual exchange and contact the registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.